Event description:
A customer contacted physio-control to report that their device had powered off intermittently during use. There was no patient use associated with the reported event.

Manufacturer narrative:
The issue reoccurred again. The field service technician verified the reported issue. The device was moved to a different ambulance and functioned normally. When returned to the previous vehicle it worked the first time it was tried, but then experienced a loss of power on the second. After replacing the dc charger, the reported issue was no longer able to be duplicated, the device passed the performance inspection procedure, and it was returned to the customer. The cause was determined to be a faulty dc charger.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had powered off intermittently during use. There was no patient use associated with the reported event.